Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a uninterruptible power supply (ups) is not supplying enough power.

Manufacturer narrative:
Correction: event description updated. A medtronic representative inspected the navigation system and confirmed the reported issue. The battery was replaced and the issue resolved. A fully system checkout was performed after part replacement and all tests passed. The battery was not returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The reported issue occurred outside of a procedure. No patient was present.